Event description:
The customer reported via phone call that he was having issues with his sensor and blood glucose level readings. Customer's sensor glucose reading was 108 mg/dl but his blood glucose level was 267 mg/dl. The customer's sensor and blood glucose level difference was not within an acceptable range. The sensors were coming out and the insulin pump alarmed calibration error. The sensor was bent. He experienced a low blood glucose of 43 mg/dl. He treated his low blood glucose with food. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor was received with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.